Event description:
Patient had bilateral knee replacement surgery on 12/1991. The components were revised on 10/12/98, due to the patella pegs having sheared. The patient is reported to have fallen on both knees.